Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed and calcified lesion was located in the moderately tortuous antebrachial shunt. The first inflation of the sterling otw 5.0 x 40mm balloon was to 6 atms. On the second inflation to 8atms, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient status is good.